Event description:
It was reported, "today, I placed a double lumen PICC line. However, I immediately had the problem that no bionecteur could be rotated on the red lumen. This one was 'lame' and spinning continuously. In the end we still had 1 blue bionecteur in the cupboard. In the end we still had 1 blue bionecteur in the cupboard." On (B)(6) 2022 two devices were returned. The size of the luer adapter orifices were too large on both devices, which appeared to cause leaks at the luer/injection cap interfaces. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheter/accessory connections was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was two 5fr d/l powerpicc catheters. Usage residues were observed throughout both samples. Vycon needleless injection caps were attached to all four luer adapters. Attempts to infuse water through the samples using a 12ml syringe revealed all four lumens to be patent to infusion; however, during pressurization, leaks were observed at the interfaces between three of the luer adapters and the needleless injection caps. Connections between the catheter luer adapters and the returned needleless injection caps were not firm. The connectors were easily removed. Two of the vycon injection caps were measured using a digital microscope and found to be within iso specifications. All four luer adapters were measured using an iso taper gauge and were found to be outside of manufacturing specifications. All four were found to be too large. The size of the luer adapter orifices were too large, which appeared to cause the observed leaks at the luer/injection cap interfaces. The dimensional non-conformities appeared to have occurred during the component molding process. Photographs have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of rees2348 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rees2348) have been reported from the same facility in the (B)(6).